Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-operation check. Upon interrogation, it was noted that the device exhibited non-sustained right ventricular over-sensing due to far p-wave over-sensing. Programming changes were made. The patient was in stable condition.